Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that while unpacking a xxl balloon catheter, a slit was noticed in the package. This occurred while stocking shelves, the device was not used in a procedure.